Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, myopotential oversensing was noted due to lead noise, and a decrease in pacing impedance. The physician will continue to monitor the patient by follow-up and was in stable condition.